Event description:
The pt has a history of falling and dislocating. The total was done somewhere in texas. It looked to be very proud.

Manufacturer narrative:
Eval summary: the received devices were reviewed via both visual inspection and sem analysis. Sem on the fractured surface on the proximal portion of the stem showed crystallographic fracture and fatigue. The exact time in-vivo is unk. The mating acetabular shell and liner are unk, and their conditions are also unk. The surgical notes from the primary surgery and from successive pt visits are unavailable, and it is unk if the stem was implanted with the correct orientation and fit as per the surgical technique. X-ray images post-primary surgery and from successive pt visits are unavailable. Pt height and activity level are also unk. Based on the above info and observations, the femoral stem fracture may have been due to one or a combination of the following mechanisms: extreme loading due to pt weight and/or pt activity; distal in-growth with lack of proximal in-growth and/or support; stems loosening; component misalignment. However, the exact cause of the current situation cannot be conclusively determined. Eval: device history records indicate all components were manufactured and inspected to specification. Scanning electron microscopy (sem) analysis / energy dispersive spectroscopy (eds) analysis was performed. No mfg abnormalities could be detected by either method.